Manufacturer narrative:
Patient information was unavailable. The medtronic fse reported that this unit did not require a checkout. As the fse was on his way to the site he got in contact with the team there and they were using the machine with no issues. Resolution of the issue was confirmed. No parts have been received by medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that when the patient was on the table the system was stuck in standalone mode. They already restarted the system once. Technical services had them attempt restarting with the systems disconnected and then re-seating the umbilical, but it still stayed in standalone. They removed it from the room and were unable to bring in the gantry after it was fully extended, they couldn't dock. It was recommended bringing it close to the docking position and restarting but the issue was still not resolved. Both navigation and imaging were aborted. Additional information was later received from a medtronic field service engineer (fse). The fse reported that this unit did not require a checkout. As the fse was on his way to the site he got in contact with the team there and they were using the machine with no issues. It was stated that the customer at the time did not have the interconnect connected to the system when this fault occurred.

Manufacturer narrative:
Additional information: patient information received; event. Additional procedure information received medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: the procedure was a spinal fusion case. The site could not determine the delay from the procedure notes as the case proceeded without the navigation system.